Event description:
A report was received that the pt's precision system was explanted due to infection at the pocket site. The pt was given IV vancomycin antibiotics and then switched to cipro antibiotics. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned for evaluation. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.